Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting pharmacist due to meter error message. Meter was returned - product evaluation in-process. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user). Note: manufacturer contacted customer in a follow-up call on (B)(6) 2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for meter error message (e-2). The customer feels well and did not report any symptoms. Customer stated he went to his pharmacist for help, they helped troubleshoot but he is still receiving e-2, pharmacist advised him to contact manufacturer. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2027 and per the customer the open vial date is 2 months ago.

Manufacturer narrative:
Sections with additional information as of 31-mar-2026: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user).